Event description:
It was reported by a nurse that the pilot balloon on the pediatric endotracheal tube had not been working for some time. She had been putting air in the microcuff but could still hear a leak around the cuff. The nurse discovered the pilot balloon was no longer attached to the endotracheal tube. Since the endotracheal tube would have to be replaced, the decision was made to attempt to extubate the patient. The nurse was able to extubate the patient but the patient did not require reintubation. The patient was discharged from the hospital. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
No known impact or consequence to patient; detachment of device component; method: actual device not evaluated. Results: no results available since no evaluation performed. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided and a root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).